Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, blood glucose level displayed "high" and was resolved by manual injection. The customer continued to use the pump for insulin therapy.